Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as moderately calcified with mild tortuousity and a 100% stenosis. The product was prepared as per the IFU. The product was advanced to the lesion over the guidewire, and the balloon was inflated using an indeflator. However, the balloon did not inflate and leakage of contrast media from the balloon was observed. The product was withdrawn from the pt's body and another product was used to successfully complete the procedure. There was no reported pt injury. The product was not returned for analysis. Manufacturing records for the lot involved were reviewed, and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to pass. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.